Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding sets are leaking and detaching where the purple connector/spike and tubing attach. There was no harm to the patient.

Manufacturer narrative:
H 3 evaluation summary: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. Seventeen samples were received at the manufacturing plant for evaluation. All samples were received in their original package. Visual and functional evaluation was performed, and it was noticed the set were leaking and detaching at the connection between the cross spike and the tubing line. The reported failure mode was confirmed as related to the manufacturing/production process. The root cause and action plan will be documented through a formal corrective and preventative action (CAPA). This complaint will be closed with no further action and will be used for tracking and trending purposes.